Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 06/27/2013 with the following results: testing confirmed all keys intermittently responding. Removed keypad: contamination found under all key contacts. Unrelated to the complaint, display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Battery cap is unable to fully secure due to a portion of the cap and threads are missing. A power loss was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.